Event description:
The event involved a 14" ext set w/0.2 micron filter, clave¿ clear, clamp, rotating luer, where it was reported the oncology unit reported an incident with leaking filter, which resulted in a missed dose portion in the treatment of chemotherapy. The infusion was a mix of doxorubicin, vincristine, etoposide. There were multiple orange (color of chemo) spots found on sheet & pique, discovered in the morning of october 18, filter looked wet and leaking, tubing itself and connections not leaking. The quantity remaining in the bag and tubing (about 7% of the dose) was not administered. The tubing was discarded. An update from the customer on (B)(6) 2024 stated that they have removed all filters with lot#: 13893262 from the hematology-oncology unit. The set up was: mc9013 was added to the usual primary tubing (bbraun 363430)- their ¿chemo line¿. The end of mc9013 was attached to the lowest y port on the usual primary tubing (bbraun 363430) - their ¿mainline¿ for hydration. No hole, cut, tears or any defect noted. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1: initial reporter phone number: (B)(6). Plots: 13893262, manufacturing date: 2/1/2024, expiration date: 2/1/2029. 14093636, manufacturing date: 7/1/2024, expiration date: 7/1/2029.

Manufacturer narrative:
Received one (1) new mc9013 ext set w/0.2 micron filter for inspection. No defects or anomalies were noted. The set was leak-tested per product specifications. There was no leakage. The reported complaint could not be replicated or confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.